Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing. Hamilton coaxial breathing circuit family devices in this product line are classified under product code bzo. ¿set, tubing and support, ventilator (with harness). Part number 260128 is listed in the same product family per the manufacturer ¿s IFU, and therefore falls under the same FDA product classification.

Event description:
Hamilton medical ag received the following event description: it was reported that on (B)(6) 2026, the breathing circuits with pn 260127 / sn (B)(6) (qty: 3) triggered the ¿ventilation obstruction" alarms with the new rev 4 exhalation valves, which were immediately visible on the graphics and alarms within three to four breaths. Reseating the exhalation valves did not resolve the issue. Patient involvement was reported; however, no patient, user or third-party harm was noted. No medical intervention was reported.